Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that she has been experiencing high blood glucose between 300 and 400 mg/dl. Customer stated that this happens mostly at nigh and thinks settings need to be changed. Customer also reported that she was hospitalized due to high blood glucose of 600mg/dl. Customer stated that she had lung infection and that caused the blood glucose to go high. Customer released on (B)(6) 2014. Customer stated that her doctor recommended to chec if the insulin pump is functioning properly. During troubleshoot; customer stated the drive support cap is recessed. Customer stated that time, date and bolus wizard are set up correctly. Customer was able to rewind and perform manual prime. Customer did not find an insulin leak. History showed several no delivery alarms which customer stated were cleared and low battery alert. Last blood glucose value is 398 mg/dl. Nothing further reported.